Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, stroke, hemorrhage and patient complications of edema are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient underwent a successful mechanical thrombectomy procedure for a clot located at the right middle cerebral artery, m1 segment. The day after the procedure, a computerized tomography (CT) scan indicated voluminous ischemia with perifocal oedema and subarachnoid hemorrhage (sah); therefore, clexane dosage was decreased. Approximately two days post procedure, the patient developed disordered consciousness to the level of somnolence and increase of weakness of both left limbs. The patient's worsening of status was reported to be related to voluminous brain infarct and no additional treatment was performed. The event was reported to be related to the procedure and unrelated to the device. No further information is available.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the patient underwent a successful mechanical thrombectomy procedure for a clot located at the right middle cerebral artery, m1 segment. The day after the procedure, the patient experienced an unspecified neurologic deterioration and no treatment was performed. The event was reported to be related to the procedure and unrelated to the device. No further information is available.

Event description:
It was reported that the patient underwent a successful mechanical thrombectomy procedure for a clot located at the right middle cerebral artery, m1 segment. The day after the procedure, a computerized tomography (CT) scan indicated voluminous ischemia with perifocal oedema and subarachnoid hemorrhage (sah); therefore, clexane dosage was decreased. Approximately two days post procedure, the patient developed disordered consciousness to the level of somnolence and increase of weakness of both left limbs. The patient's worsening of status was reported to be related to voluminous brain infarct and no additional treatment was performed. The event was reported to be related to the procedure and unrelated to the device. No further information is available.